Event description:
A customer reported that results for a single patient sample processed on the engen laboratory automation system were mis-associated with the incorrect sample ID. The mis-association of results with the incorrect patient may lead to inappropriate physician action. Results for the vitros assays tested (ck = 63 u/l) were initially reported from the laboratory. Once identified, a corrected report (ck = 1050 u/l) was issued upon repeat analysis of the affected patient sample. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that patient results were mis-associated with the incorrect sample ID for a single patient sample processed on the engen laboratory automation system. The cause of the mis-associated results is unknown, however it could not be ruled out that a sample tube carrier with damaged support springs contributed to the event. It is possible that the centrifuge module robot could not grip the sample tube in question due to the damaged support springs, though this could not be confirmed. The engen laboratory automation system correctly flagged the affected sample as intended, and the customer did not appropriately review the sample results prior to reporting them. The root cause of this event is user error.